Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report

Event description:
As reported to coloplast though not verified, patient's legal representative stated stress urinary incontinence, complication from sling mesh which is foreign body in vagina, pain, erosion, infection, recurrence, bleeding, urinary problems.